Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005, and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient experienced pain, urinary incontinence and dyspareunia after sling implantation. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion codes: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent cystoscopy with bladder biopsy, and urethrolysis on (B)(6) 2009. No additional information was provided.